Event description:
Rfa machine # (B)(4) was set up to preform a 4 level cervical ablation. Machine would not function at 4 levels and reported that level 2 was over heating. Probe was replaced , grounding pad rechecked, needle placement checked by physician and same occurrence happened with second attempt. Machine was changed to perform a three level ablation. Machine functioned at 3 level then single level on 4th level placed needle.